Event description:
The customer reported there was no audible alarm or keyboard tone during second and third extended self tests of ventilator, but visual alarms were working. The mallinckrodt customer support engineer could not duplicate the event but replaced the power switch and alarm assembly as a precautionary measure. There was no pt involvement.